Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke right at the dart upon catching. The capio device was deployed multiple times before it broke. Reportedly, the suture was not tensioned. The dart was found lodged in the capio device and not inside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned capio slim device revealed that the capio cage was severely damaged; it was bent and one section of it detached. Functional analysis revealed that the carrier was able to extend and retract without issues. The suture could not be deployed due to the cage condition. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The lack of evidence or event conditions of the event failed to determine what could have contributed to the reported failure in order to identify the most probable cause of the event. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable. Block updated based on the investigation findings that the capio cage was broken.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke right at the dart upon catching. The capio device was deployed multiple times before it broke. Reportedly, the suture was not tensioned. The dart was found lodged in the capio device and not inside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.